Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up, the cardiosave intra-aortic balloon pump (iabp) displayed "pneumatic leak test failure." The device was removed from clinical use and was brought to biomed for repair. There was no patient involvement.

Manufacturer narrative:
Updated fields - e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and confirmed the pneumatic interface module leak issue. To fix this issue fse replaced the pneumatic interface module. All leak tests now pass. All  functional tests pass. Pressure transducer calibration checked. No faults, no  alarms. Auto fill okay, transducer readings okay, waveform okay. Device has been repaired and is cleared to be returned to clinical use.